Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2014 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. There was no activity outside of normal use observed in the black box or download history. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The bolus button was observed to be missing which prohibited further testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with pump use. The reporter stated that on (B)(6) 2014, the patient's blood glucose (bg) was greater than 600mg/dl with no reported ketones and symptoms of dehydration/dizziness/lightheadedness and nausea. Reportedly, there were no pump setting adjustments by the patient's healthcare provider before or after the alleged. It was reported that the patient was hospitalized, treated with insulin via the pump, insulin via injection, IV fluids, and that the patient remained on the pump. Troubleshooting determined that the pump's basal and bolus history and totals matched the patient's programmed settings. This complaint is being reported for alleged hyperglycemia associated with pump use for which a pump malfunction could not be ruled out.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.